Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were attempted to be used to treat a severely tortuous and moderately calcified lesion with 80% stenosis located in the mid obtuse marginal. For both devices, there was no damage noted to the device packaging. There were no issues noted when removing the devices from the hoop/tray. No difficulties were noted when removing the protective sheath. The devices were both inspected without issue. Negative prep was not performed on the first device (lot: 0008912075) but was performed without issue on the second device (lot: 0008995250). The lesion was pre-dilated. The inflation device was on neutral during delivery. The devices did not pass through previously deployed stents. Resistance was encountered during the advancement of both devices and excessive force was not used. It was reported that the first device became deformed in vivo during positioning and the stent then dislodged during removal following a failed delivery. The dislodged stent was removed by inflating a small diameter balloon to 2 atm. It was also reported that the second device deformed in vivo during positioning. The procedure was not completed. No patient injury is reported.

Manufacturer narrative:
Update to negative prep was not performed on the first device (lot: 0008995250) but was performed without issue on the second device (lot: 0008912075). Product analysis summary: there was a kink on the hypotube 4.4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 6th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. Cine image review: no images of the stent deformation in vivo was captured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was not present on the balloon. The stent returned loaded on to euphora device. Deformation was evident to the proximal stent wraps with struts raised. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.